Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with low blood glucose levels. It was reported that the customer's levels were so low, he lost consciousness. It was reported that the incident was attributed to high basal settings for customer. It was reported that the basal rates were lowered. No further assistance or information provided.